Event description:
Same case as MFR report #: 2134265-2009-04024, -04025. It was reported that during a carotid artery stenting procedure, filterwire removal difficulty was encountered. The filterwire ez was successfully deployed, predilation was performed, a 10x24mm carotid wallstent was implanted and fully deployed at a bifurcation of the left internal and common carotid artery. The sent was post dilated. Upon attempting to remove the filterwire ez, the physician experienced difficulty maneuvering the filterwire past the proximal portion of the carotid wallstent. A bent tip retrieval sheath was also attempted, but the filter "migrated". The loop of the filterwire was not captured in the retrieval sheath. The filterwire was removed with the access sheath in an open loop state. The vessel involved was reported to be moderately tortuous and moderately calcified at the proximal portion of the carotid wallstent. There were no patient complications as a result of this event.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from the review, a supplemental medwatch will be filed. (B)(4).